Event description:
A vaginal cuff infection developed after an abdominal hysterectomy in which the device was used for hemostasis.

Manufacturer narrative:
A batch record review was performed and no non-conformances were noted relating to sterility. All release testing met specifications. No patient information is available despite multiple attempts to retrieve it from the physician. Infection rates for the (B)(6) study were 7.7%, similar to the control absorbable hemostat. Infection is a known risk of procedures, using vitagel and is listed as a potential adverse event in the instructions for use. Method - no testing methods performed. Results - no results available since no evaluation performed.